Event description:
Pt reports that last spring he ran a blood glucose=51 mg/dl on the suspect device. At the clinic, 35 min later his blood glucose=98 mg/dl on clinic device. Dr put the pt in the hosp for observation. Controls were run and were out of range.